Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported after fluoroing less than a minute, the system displays a low ma error, either when set on auto or higher ma. No pt injuries were reported.